Manufacturer narrative:
A filter, exhalation valve module (evm) assembly and exhalation valve flow sensor (evq) were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions for the filter and evm; however the evq under a scope revealed contamination of the hot wire element. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the filter and evm. The identified root cause for the evq was isolated to contaminated hot wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during start up, a 980 ventilator had an "internal block" and the safety valve was open. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) replaced the exhalation valve, internal filter, and exhalation flow sensor. The se performed calibrations and extended self-testing on the device and all tests passed.